Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported air embolism and myocardial infarction could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure using a swartz braided transseptal introducer, the pt experienced a myocardial infarction. A transseptal puncture was performed using the swartz braided transseptal introducer and brk transseptal needle and a therapy cool path ablation catheter was advanced into the left atrium through the fossa ovalis. An inquiry optima ep catheter was then placed in the left atrium via the swartz braided transseptal introducer. The left pulmonary veins and the right superior pulmonary vein were ablated using a therapy cool path ablation catheter. The ablation catheter slipped back into the right atrium at the time. The physician unsuccessfully attempted to advance the ablation catheter back through the fossa ovalis to complete the ablation of the right inferior pulmonary vein. The inquiry optima ep catheter was removed from the swartz braided transseptal introducer and the introducer was pulled back to the right atrium. A guidewire was placed through the previous transseptal introducer puncture and into the left superior pulmonary vein (lspv). The introducer was then advanced over the guidewire and in to the lspv and pulled back into the right atrium. The physician attempted to advance the ablation catheter through the fossa ovalis. At this time, the pt experienced st elevation and an anterior myocardial infarction. The pt was resuscitated and stabilized. The physician believes an air embolus occurred while manipulating the introducer and contributed to the myocardial infarction. There were no performance issues with the introducer throughout the procedure.